Manufacturer narrative:
Additional information received indicates that a revision procedure was performed on (B)(6) 2015 due to natural disease progression of the shoulder joint, and not a fault of the implants.

Event description:
It was reported that patient underwent initial shoulder arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.